Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the nurse completed the IV insertion, she went to retract the needle on the suspect device but it failed to retract. No injury was reported.

Manufacturer narrative:
Device evaluation: results - a review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6251807. This lot was built from september 12, 2016 thru september 18, 2016. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Bd received one used iag 22ga unit in an opened package from the lot number 6251807. The unit consisted of the needle safety barrel assembly and needle cover. A visual/microscopic examination was performed. The needle was partially retracted into the safety exposing the needle tip. Damage was observed on the end of the grip. The damage was slightly facing inward with wrinkles. A functional test (needle retraction) was performed. The needle was pushed and reposition to the out position; depressed the white button at which point partially retracted into the safety barrel. The damage observed on the grip inhibited on full retraction. Conclusions - the customer's indicated failure was confirmed. The returned unit displayed damage to the grip component. This damage inhibited a full retraction of the needle into the barrel upon activation. The relationship of the device to the reported incident is manufacturing. The plug probe and the load barrel stations in one manufacturing zone have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. Mechanics perform alignments when misalignments are found during production. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Bd manufacturing was notified of this incident and the findings.